Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 375 mg/dl. It was stated there were no significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to a back-up plan. Customer stated blood glucose had been high and customer did not have a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window, a broken belt clip slot and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.